Event description:
It was reported on one occasion, the patient's labs were drawn in the early am the monitor was calibrated, then sometime mid morning the doctor came to the bedside and did not believe the numbers on the monitor, they manually drew a blood sample and sent it to the laboratory. The svo2 result was completely different than what was read on the monitor. There were no error messages observed. There have been no patient complications reported.

Manufacturer narrative:
The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. Lot number was not provided, therefore review of the manufacturing records could not be completed. Our field clinical sales specialist has visited the hospital and has been working with the staff to help educate. The customer has been monitoring the swan-ganz catheter cases. It was indicated by the customer that "so far there really hasn't been many difference between the bolus co vs. The continuous cardiac output on the swan-ganz catheter. The differences there were show were about .2-.5 in variation, plus or minus. The svo2 has been very similar also, it was stated that may be because the staff are calibrating every 12 hours instead of 24".